Manufacturer narrative:
Should have been selected in the initial report. The reported events of ¿gradual decrease in ventricular lead sensing and impedance¿ and insulation abrasion were confirmed. As received, a partial lead was returned in two pieces measuring 14.3cm and 50.3cm, respectively. Multiple internal insulation abrasions were found between the shock coils breaching all the lumens. In one of these abrasions, one ring electrode etfe cable coating and the ptfe liner were found abraded. An internal insulation abrasion breaching the ring electrode cable lumen and multiple external insulation abrasions were also found proximal to the suture sleeve tie impression breaching the ring electrode cable and right ventricular cable lumens. All the etfe cable coating, inner coil lumen and ptfe liner were intact in these locations. The cause of the external insulation abrasion is consistent with friction to the device can. The cause of the reported events is due to the internal and external insulation abrasions with one internal insulation abrasion breaching all the lumens abrading the ptfe liner and ring electrode etfe cable coating.

Manufacturer narrative:
Correction - previously reported g4 and reportable aware date should have been (B)(6) 2020, rather than (B)(6) 2020.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for device upgrade and extraction of the right ventricular lead due to a gradual decrease in sensing and impedance. The physician noted an insulation abrasion and what appeared to be a long segment of externalized conductors. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.